Event description:
Report received of an under-delivery. The pump was programmed to deliver an unspecified hydration solution at a rate 50ml/hr. The nurse noted that after 7 hours, they expected the solution bag to be empty, however, it contained 150-200ml. The infusion was discontinued and the pump was removed from clinical service. There was no reported adverse pt effect and no medical interventions were necessary. Though requested, no further info was available.